Event description:
A report was received that the patient's explant procedure was cancelled due to the patient having 104 degree temperature. A blood culture confirmed gram positive cocci blood infection. The physician reported that the infection was not device related. The patient was given antibiotics to treat the infection.

Manufacturer narrative:
The devices were not returned to bsn for evaluation.